Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Neurological events and headache may occur during this type of procedure and as listed in the instructions for use and are known potential adverse events associated with the use of the product. A definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Manufacturer narrative:
(B)(4). Additional information received indicates that the patient sustained a minor, ipsilateral ischemic stroke. Stroke may occur during this type of procedure and is listed in the instructions for use as a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. A definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
Subsequent to the initial medwatch report, additional information received indicates that the patient sustained a minor, ipsilateral ischemic stroke.

Event description:
It was reported via a trial that three days post left internal carotid artery stenting procedure with a rx acculink, the patient experienced a transient ischemic attack but was not hospitalized until five days post procedure with symptoms of dysarthria, headache and disorientation. There was no reported treatment given. The patient's condition resolved to baseline and the patient was discharged two days later. There was no adverse patient sequela. Though requested, there was no additional information provided.